Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the witness required for biometric identifier. A technical support specialist (tss) found that after the recent upgrade of the station to version 1.7 or higher, biometric identifier failures were typically caused by driver update issues during the conversion process. If the station had already been upgraded to v1.11, the tss needed to remove and reinstall the biometric identifier drivers to ensure proper functionality. The tss informed the user that ¿if the users were performing a ¿return,¿ the system would prompt for a witness, and advised the user to uncheck the return box¿. Later, the tss confirmed that the medication application had been successfully repaired, and no issues were found after monitoring. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, witness required for bio ID. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.